Manufacturer narrative:
The returned device was evaluated and no damages or defects were found along the fluid path that would cause the device to leak. There were no tears or leaks found along the soft cannula during the leaks test. The formed needle was observed not to be fully retracted. Score marks were found on the underside of the top housing. This indicates a misalignment, resulting in interference between the linkage assembly and top housing. This misalignment did not disrupt the fluid path, cause a leak or damages soft cannula, or affect insulin delivery. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Using the pod 3/ page 32-33. Check the infusion site: following insertion of the cannula, check the infusion site: look through the viewing window to check that the cannula is inserted into the skin. The cannula is tinted light blue. Check for pink coloring in the area on the top of the pod shown in the figure. This is an additional check that the cannula was extended. Check for wetness or the scent of insulin at the insertion site. The presence of either may indicate that the cannula has dislodged. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported that the patient's blood glucose (bg) levels exceeded 20 mmol/l (360 mg/dl) while wearing the pod longer than 48 hours. Multiple corrections were administered but the bg levels did not decrease.